Event description:
Covidien received info that this npb40 handheld pulse oximeter display is missing segments in the heart rate reading. The customer did not state if the malfunction occurred during pt use.

Manufacturer narrative:
Covidien reference #(B)(4).